Event description:
It was reported that the fiber cap was observed to be damaged at 52,180 joules during a prostate procedure. It was reported that the case was completed with "transurethral resection of the prostate". There was no pt injury. The pt outcome was reported as "okay". This event is being reported based on the analysis results.

Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. Failure analysis disclosed that the fiber cap was intact and attached, and that the fiber cap was drilled through. The fiber cap exhibited detritus, char and melted glass. The fiber cap condition would result in reduced vaporization efficiency and may also result in a forward-firing condition of the side-firing fiber, which has been identified as potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/ or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. Results: the component codes fiber and cap refer to the results code thermal problem.